Event description:
Patient called lfs on 12/04/02 alleging their induo meter would not turn on. The issue was not resolved with troubleshooting. Pt did not experience symptoms. Patient is taking their insulin as usual without knowing their blood glucose and pt is concerned it could cause pt harm. Pt did not report an adverse event. The meter has been replaced.